Event description:
Extreme pain during urination, during certain positions (exercise), during intercourse and general mobility (walking). Extreme pain during urination lasted about 3 weeks. Pain comes and goes on occasion with movement but is fairly constant during urination still.